Event description:
The patient underwent an aortic valve replacement with a pericardial valve sewn in place. The doctor noted it to appear to be well seated. The aortotomy was closed and the patient was re-warmed. After other procedural steps were also completed, the doctor noted that the transesophageal echo was difficult to evaluate the function of the valve prosthesis. Cardiology consulted and there was no evidence of any perivalvular leak, but there was moderate central aortic insufficiency. Patient was reheparinized, recannulated, placed back on cardiopulmonary bypass and the aortotomy was reopened. The aortic valve prosthesis was noted to be well seated, but it appeared to be almost prolapse of one of the leaflets of the prosthesis and central lack of coaptation. The valve was excised and a new valve was sewn in place. All three leaflets opened normally and looked to be of equal length and not one prolapsing as the first one did. The procedure was completed and the transesophageal echo was performed which showed there was normal function of the second valve. Patient impact: extended surgery approximately 101 minutes.what was the original intended procedure?aortic valve replacement.device #1is this a laboratory device or laboratory test?no.